Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported the patient is pacemaker dependent, and the device showed premature battery depletion (now eri). The device was explanted on (B)(6) 2019. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported during a routine follow-up, the device showed premature battery depletion. The device was explanted on (B)(6) 2019, and replaced. No adverse effects were reported.